Manufacturer narrative:
Footend lift assembly.

Event description:
It was reported by service report that the footend of bed will not lower all the way. No patient involvement or adverse consequences are reported.